Manufacturer narrative:
The evaluation findings related to the report of low speed events has been reported under medwatch MFR report # 2916596-2016-02373. The report of suspected thrombus was confirmed during the evaluation of the returned pump. Examination of the pump blood contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing cup and ball. The thrombus showed minimal layering; however, the inner layer appeared darker, indicating that it had formed over an indeterminate period of time while the pump was operating. Although a specific cause for the thrombus formation could not be conclusively determined, it would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported low speed advisory alarms and power elevations from the lvad system. The patient denied any signs or symptoms of distress or heart failure. It was reported approximately one month ago that the patients lactate dehydrogenase (ldh) was elevated to 600 u/l. The patients anticoagulation medication had been altered at that time. The elevated ldh and changes to medication were previously unreported. During the current admission, the patients lactate dehydrogenase (ldh) was elevated between 300-400 u/l. Three ramp echocardiograms were performed since the patient was admitted, and all were normal. CT scan of the chest was done and revealed intimal thickening in the outflow graft near the ascending aorta; however, it was reported that this had already been identified during a previous exam on (B)(6) 2015, and appeared relatively unchanged. The ldh continued to increase to 900 u/l, and eventually got as high as 1600 u/l despite IV anticoagulation therapy. The patient was treated with IV heparin and integrillin. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.